Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call the insulin pump had a prime fill anomaly. The customer's blood glucose was 400 mg/dl at the time of the incident. The customer's father reported the insulin pump piston did not recognize a reservoir, no alarm no delivery. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test and excessive no delivery test. No prime anomaly noted. Insulin pump had cracked case at display window corner, cracked reservoir tube lip, cracked belt clip slot, minor scratched display window and stained address or serial number label.